Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using the capio suturing device, the suture broke and the bullet detached, possibly inside the ligament. The physician was unable to retrieve it. The procedure was completed with another of the same type of device, and the patient is reported as "fine" post-procedure.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.